Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The target site was the common bile duct. During stent placement, but the handle got damaged (the handle body got broken) when he squeezed the trigger. Therefore, another stock device was used instead. [Additional information on march 25th by (B)(6) based on the information provided by the rep on the same day]. After the reported issue, the physician removed the reported device outside the patient's body and confirmed shrinkage on the delivery sheath too. [Modified on march 31st by (B)(6) based on the information provided by the rep on march 30th]. The target site was the common bile duct. During stent placement, the physician recaptured the stent for stent repositioning, but he heard a cracking sound, as if the gears were not engaged when he squeezed the trigger. There was no visible damage to the handle including the handle body, but there was a suspicion that the handle was damaged. Therefore, another stock device was used instead. Device evaluated on 09-apr-2021: "device functioned as intended. Handle was actuating fine for deployment and retraction. Stent deployed with ease". Device re-evaluated 11-jun-2021: "introducer compressed". No adverse events to the patient were reported. Physician's comment: I regularly use this product, so I don't think there were no problems with my usage. Sales rep's comment: I agree with the doctor. [Update on march 31st by (B)(6) based on the information provided by the rep on march 30th] sales rep's comment: I did not attend the procedure, so I do not know how much the stent was deployed before the issue. The information from the dl is that the stent was mounted on the returned device, so I think the stent could have been retrieved by the trigger. General questions: at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/ removal). (During stent repositioning/removal). (If any damages were confirmed prior to use)was the package damaged? No. (If any damages were confirmed prior to use)how was the device stored? What endoscope type and channel size was used? Already stated in patient/event info tab. What was the position of the elevator? Was it opened or closed? Unknown. Details of the wire guide used (diameter, type, make)? Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no unknown. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site already stated in patient/ event info tab. How long was the stent in the patient by the time this complaint occurred? For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Did the patient require any additional procedures as a result of this event? N/a, yes, no no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no, yes. If yes, please specify what was observed and where on the device it was observed. Shrinkage on delivery sheath. Stricture information: what was the length and diameter of the stricture? Where was the stricture located in the body? Distal bile duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Unknown. Was resistance felt during insertion into patient? No. If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? (Recapture). If other, please specify was the directional button pressed during use? Unknown. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no, yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? Already stated in. Patient/event info tab. Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? Yes. If yes, what was used? Endoscopy / fluoroscopy. Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. Was the safety wire fully removed before removing the delivery system? Yes. Did any part of the product snag/ get caught with the stent when removing the delivery system? No. Are images of the device or procedure available? Already stated in patient/event info tab.

Manufacturer narrative:
The evo-pc-10-11-8-b device of lot number c1769617 involved in this complaint was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The devices involved in the complaint were evaluated in the laboratory. In summary the following results were observed in the lab evaluation: handle was actuating fine for deployment and recapture. Stent deployed with ease. Stent intact. Device functioned as intended. Introducer compression observed approximately 16 cm from the tip. Handle was opened and all the components were intact. From additional information provided: can I please confirm that the stent was not partially deployed when removed from the patient? "I am afraid that the answer is unknown according to the rep." Prior to distribution all evo-pc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-8-b device of lot number c1769617 did not reveal any discrepancies that could have contributed to this issue. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path including pressure from tortuous anatomy and the elevator of the endoscope, may have caused a build-up of pressure may have caused the reported events and introducer damage. As noted in complaint description "the physician removed the reported device outside the patient's body and confirmed shrinkage on the delivery sheath too." Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. No adverse events to the patient were reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 08-oct-2021, this supplement report is being submitted to include the investigation conclusions.